Manufacturer narrative:
Zimvie complaint number (B)(4) a3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that an implant at tooth site # 46 was removed due to a fracture. Patient suffered from mobility.